Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a totally extraperitoneal procedure, when the surgeon was using the device to fix the mesh, the surgeon complained that he could not fire smoothly and just one or two tacks were fired but could not fix the mesh well. The tacks were not able to penetrate the mesh. Another device was used to complete the case. There was no patient harm.